Manufacturer narrative:
(B)(4): a failure to power up was reported. The device was evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.

Event description:
A failure to power up was reported.